Manufacturer narrative:
Device evaluation update: g6, h2, h6, and h11. The device log files were provided to technical support for evaluation. The reported technical failure - 388 was confirmed and found in the log files. Technical support advised the customer to perform all device calibrations to resolve the issue. The customer confirmed that the issue was resolved after performing the device calibrations.

Event description:
Complainant alleged that the ventilator displayed a technical failure 388 error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.